Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the screen was frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the screen was frozen. A technical support specialist (tss) dialed into the station and observed the screen displaying "initializing peripheral." The tss logged off from the station and performed a reboot. Afterward, the tss confirmed with the customer that the user was able to log in and pull the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the screen was frozen. A technical support specialist (tss) dialed into the station and observed the screen displaying initializing peripheral. The tss logged off from the station and performed a reboot. Afterward, the tss confirmed with the customer that the user was able to log in and pull the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the screen was frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.